Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that two rt266 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the two complaint rt266 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and pressure tested. Results: visual inspection of both circuits revealed no visible damages. The pressure test revealed that only one breathing circuit was outside of specification. A further test for the device which was outside of specification revealed a small leak between the elbow connector and the elbow collar. Conclusion: we were unable to determine what may have caused the reported events. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The two complaint rt266 infant dual-heated evaqua2 breathing circuits were received at fisher & paykel healthcare (f&p) in (B)(4) but the evaluation has not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that two rt266 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.